Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The functionality of the vibrator was tested. The test result was ¿failed.¿ the test limits of the vibrator frequency are specified limits which are only relevant for the production process. ¿slight deviations like in the present case after a specific time of pump usage (here 1800 days) are expected variations. Root cause for this variation is the grease which is added for lubricating purposes and which results in a time dependent manner in a slight variation of the initial frequency. This variation does not bear any risk as it is not noticeable for the customer.¿ according to the given information, the failed test result can be ignored as the specifications are only chosen due to production purposes. The pump works as intended.